Event description:
It was reported that the ilet display screen was separating from the device housing, described as the screen peeling off, while the user continued operating the device; a replacement device was arranged. Investigation included a review of the complaint details and a decision to replace the device. Further investigation of this case revealed a hardware display delamination consistent with a screen-to-body adhesion failure. There was no user reported symptoms and no injury reported as a result. There were no reported adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention. It was concluded that, based on previously established findings for similar reports, the device exhibited a component integrity issue affecting the display assembly without reported patient harm.